Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, the patient¿s implantable cardioverter exhibited ventricular oversensing which resulted in pacing inhibition. The patient experienced near syncope and syncope at least once. The event was not reproducible. The physician believed that crosstalk in the ventricular channel was the cause of the episodes. Tachycardia therapies were disabled and the device was reprogrammed. The patient was admitted into the hospital. On (B)(6) 2018 the patient¿s device was removed and replaced. The patient is recovering.

Event description:
Correction: syncope episode resulted in the patient falling and hitting their head.